Event description:
Md wrote order to discontinue pca and remove central line. Central line sutures removed. When pt was asked to take a deep breath and hold to remove the catheter, the hub snapped from the catheter line and tip. Hub intact, able to palpate tip of catheter in right central neck vein. Dr notified. No distress of pt. Cut down performed by dr to right jugular to retrieve line. Pt tolerated well. Two sutures applied to neck. The catheter was an edwards 7f 16 cm. Triple lumen.